Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the air valve lift off failure referencing blower source issue, and vent (inop) inoperable. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported air valve lift off failure referencing blower source issue, and vent (inop) inoperable issue. The customer refused the quote. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened.

Manufacturer narrative:
G4:23nov2020. B4:29nov2020. Failure analysis on the returned moog blower motor controller shows that this customer returned moog blower motor controller (bmc) was tested with no functional faults identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21apr2020. B4: 22apr2020. After further investigation, the manufacturer¿s field service engineer (fse) performed diagnostic test. Found motor blower is defective. The fse replaced the motor blower controller, unit passed technical testing and endorsed to end-user for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.